Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the photograph of the device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: upon visual inspection of the picture, the implant appears to be intact. However, no conclusion could be reached as the device was not returned for analysis. No further investigation can be conducted since the sample was not returned. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 500cc mentor memorygel breast implant, catalog #3505004bc, serial #(B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number 1-106s4hl. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a primary augmentation procedure with a 500cc mentor memorygel breast implant developed right sided baker¿s grade IV capsular contracture post procedure. The patient had a revision procedure with 550cc mentor memorygel breast implants on (B)(6) 2017. This report contains supplemental information for mentor psr reference number 1-106s4hl.